Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was slow. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was slow. A technical support specialist dialed into station, changed adapter settings, configured ethernet to 100 mbps half duplex and case was closed. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was slow. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.